Event description:
On july 2, 2006, the laser user/reporter (patient's daughter) contacted lifescan alleging that one touch basic had power issues and displays a "clean the screen" message. The medical affairs specialist (mas) spoke with the reporter on july 10, 2006 to obtain/verify the following information. The patient tests after every meal and takes a set amount of lantus and novolog insulin every day. The reporter stated that the patient had not made any changes to her insulin regimen, started to experience fluctuating high and low blood glucose in 2006, and the meter issues started "a couple weeks ago;" however, she was unable to confirm if the symptoms started before or after the meter issues started. The patient reportedly was having problems with the meter but the reporter indicated that the patient was able to retest and get meter readings (readings were not specified). Because the patient obtained a "high" blood glucose reading, she was taken to the emergency room about 2 weeks later, approximately at 11am; however, the reporter was unable to report if the patient attempted to test on the meter prior to going to the emergency room. The patient's blood glucose was "600 mg/dl" at the emergency room and was given insulin treatment. The patient was released about 5-6 hours later. The customer care advocate (cca) walked the patient through troubleshooting but was unable to resolve the "clean the screen" issue. The meter did not turn on with the power button; however, the reporter stated that the meter "sometimes" does not turn on. The patient was unable to report when the battery was last replaced but the mas confirmed that the meter was being cleaned improperly. The reporter was unable to provide specific details regarding the patient's blood glucose readings and when her symptoms started. Based on the provided information, the patient was having intermittent meter issues, had high and low blood glucose symptoms at the time of concern, and eventually was taken to the emergency room for hyperglycemia. The meter, test strips, and control solution were replaced.